Event description:
On (B)(6) 2015 (B)(4) information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain, cervical/neck, and rsd/causalgia-complex regional pain syndrome. It was reported that the patient needed reprogramming for coverage in her shoulder. The patient had noted that the pain had always been there but after surgery during programming the patient was medicated thus she had not reported that she needed coverage for that area at that time. Stimulation can be positional for the patient. Patient had stimulation in her forearm and hand at the time of this report. The event had occurred following implant and patient status was unknown. No outcome was provided. Further follow-up is being conducted to obtain this information. Information was omitted as it pertained to a separate event, see related (B)(4). Additional information received from the patient via the manufacturer¿s representative on (B)(6) 2016 reported that they had pain at the site of their implantable neurostimulator (ins) and where the leads are. The patient also noted that the ins never really worked for them, even though according to previous notes, they were getting good coverage and was doing well with the stimulation. The patient had not been evaluated for possible issues or causes. They did not want to go back to the implanting physician and was looking for a new pain doctor. The patient wanted the ins system explanted. Follow up information confirmed that the patient was sore at the ins and lead sites. The patient reported that the device did not help them and they had not ¿run it¿ for quite a while. No surgical interventions had occurred and it was unknown if any were planned. Additional information was received from a consumer regarding the patient on (B)(6) 2017. It was reported that the patient needs to get her device removed because she is having severe pain from the implant and the wires. The patient fell on (B)(6) 2017 and the pain is getting worse. The implant had also moved to her sciatic nerve, and this was noted to have occurred about a year prior to the report. The patient reported that she had turned off her implant and had not been using it for ¿quite some time now.¿ there were no further complications reported.